Manufacturer narrative:
(B)(4). A service history review revealed that the device has not been previously serviced by baxter for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Review of the event history determined that the reported condition occurred on (B)(6) 2011 not on the reported occurrence date of (B)(6) 2011. The reported condition was confirmed but not duplicated. The assignable cause was a faulty ail pcb (air in line printed circuit board). The ail pcb has been replaced. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a failure code of 810:03 on channel a. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. During the product evaluation at baxter, it was discovered that failure code 810:03 occurred during infusion, which caused an interruption during delivery. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.